Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the clinical for getinge, that the cardiosave intra-aortic balloon pump (iabp) while using a demo pump for a class in service had issues with getting the pump back into the cart after demonstration of rescue mode. Pump was very difficult to put back in the cart and there were no obstructions and wheels were completely down , also, system safety disk maintenance was on screen when I powered it up. No patient involved. No harm.

Event description:
N/a

Manufacturer narrative:
Revert the following sections to blank: b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers, and h. Device manufacturers only. After further review, the initial emdr for this complaint was incorrectly submitted. This is a demo unit from our getinge depot and does not belong to the hospital. It is used solely for demonstration purposes, not for clinical use; therefore, this is not a valid complaint. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow-up emdr is necessary. Please cancel this record in your database.